Manufacturer narrative:
Conclusions- the tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined, if additional info is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s surgical procedure, "a pin hole developed" in the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The pt experienced a vessel injury. No other info was provided.